Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed a low blood glucose (bg) level of 56 (mg/dl) recorded on the event date (B)(6) 2016. Ten bolus requests were made on the event date. There were no erratic basal insulin rate adjustments. Customer completed the cartridge change sequence. If user did not disconnect during "fill tubing" process of the cartridge change sequence, insulin would be delivered, and this could result in a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Customer consumed glucose tablets to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.